Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as 60000-2006-02387, 6000089-2006-02450, 6000093-2006-02388, 6000093-2006-02392 same patient as 6000093-2005-01432, 6000093-2006-01432, 6000089-2005-01881, 6000089-2005-01882 it was reported that 131 days after the initial procedure, the patient required a target vessel reintervention (tvr). The target lesion was 90mm long and was identified in the mid left anterior descending (mid lad) artery, with 95% stenosis and 3 3.25 mm reference vessel diameter. The lesion was treated with angiogplasty, then placement of four overlapping taxus express2 study stents (one 2.5 x 24 mm, one 3.0 x 16 mm, and two 2.75 x 32 mm). Residual stenosis was 0% following post-dilation. The patient was discharged the next day on plavix and aspirin. Implant procedure #2 the patient returned for a stage procedure 20 days later. Repeat angiography revealed that the previously placed stents in the lad were patents; the ostium of the right coronary artery was not significantly diseased; there was 70-80% stenosis in the p-pda; and there was 70-80%stenosis in the distal rca with a concentric ring of calcuim (by ivus). The target lesion was 18mm long and was identified in the distal right coronary artery with 80% stenosis and a 3.25mm reference vessel diameter. Thephysician treated the target lesion with angioplasty, then placement of a 3.0 x 20mm taxus stent. Residual stenosis was 0% following post-diltion. 131 days after the initial procedure, the patient presented to the emergency room with a two week history of progressive chest pain and shortness of breath. An ECG revealed sinus rhythm without acute st-t wave changes. Cardiac enzyms were normal. The next day coronary angiography revealed lmca widely patent with non-flow limiting proximal plaque, lad diffuse disease, "some of it sever", proximally; diffuse, "mild" in-stent restenosis of the previously placed distal stents, lcx 40% stenosis of the posterior limb of a sub-bifurcated om; no mention of previously placed stent, rca previously placed patent; non-significant ostial stenosis; r-pda subtotally occluded with distal flow by collaterals from the left, lvef 50%; diffuse mild reduction of left ventricular systolic function. The patient underwent pci of the proximal lad with direct placement of a 2.75 x 32 mm taxus stent. Following post-dilation, the vessel was "widely patent". The final percent residual stenosis was not reported. In the opinion of the physician, the device relationship to the event is probable.